Manufacturer narrative:
This device was discarded at the hospital. At this time, there is no additional information. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery status at elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. Subsequently, additional information was received that this ICD was replaced with a competitor product, and will not be returned for analysis. There were no adverse patient effects reported.